Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose was 120 mg/dl. Customer suspected that scar tissue at the infusion site was the cause; however, customer reported clearing the alarm and resuming insulin.